Event description:
It was reported that the 9900 system had poor image quality. Also the flip flop brake was noisy and the foot-switch was damaged. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high level fluoro settings were adjusted. The foot-switch and flip flop brake were replaced during the service call. The system was tested and found to be working as intended, and put back into service.